Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Visual examination of the provided pictures identified heavy condyle wear with gouges and material missing. The implant is also coated in a foreign material. As the device was not returned further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified that CT imaging revealed no lucency or dislocation, small effusion, chronic presumed heterotopic calcification in suprapatellar pouch, generalized osteopenia, moderate degeneration of the proximal tibiofibular joint. During the revision, the posterior capsule and pcl were compromised due to a ¿movement conflict¿. There was excessive wear to the poly seen along with a broken posterior edge of the poly. The femur was translating posteriorly due to a posterior capsule and ruptured pcl and the flexion space opened causing excessive imbalance. The patient has a history of the opposite ankle/foot being fused and excessive forces driving out of a seated position had been applied to this knee. It is unknown when the pcl ruptured in comparison to the wear found on the articular surface. Also is it unknown how much excessive forces are created by the opposite fused ankle, as such a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately 3 years post-op, the patient was revised due to instability, effusion, ho, and osteopenia. During the revision, the surgeon noted a posterior capsule and ruptured pcl with the femur translation posteriorly causing the knee to be out of alignment. The poly had excessive wear and the posterior edge was broken off. The poly was exchanged. The femur, tibia, and patella remain implanted. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502606402 - femur cemented cruciate retaining (cr) standard right size 8 - unknown 42532006702 - tibia cemented 5 degree stemmed right size d - unknown 42540200029 - all-poly patella cemented 29 mm diameter - unknown g2 : foreign country : australia customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.